Event description:
It was reported that a patient had experienced coupling and/or communication issues. Charging more than expected was reported. It was stated that sometimes "the boxes" on the implantable neurostimulator recharger (insr) don't have anything in them "like it wasn't set just right." It was stated that the implantable neurostimulator (ins) was "good" about 80% charged full because the patient "sat there for a long time last night." It was stated that every time the patient got up last night to do something she was of the impression the insr "had to be plugged into the wall." It was stated that the device was on at the time of her shock therapy session and it was thought that it had affected the battery because it would not fully charge. It was stated that the patient "sat there for an hour or more and it didn't go up more than 25%." It was stated that the ins would not fully charge. The only way the patient felt "safe" using it was at night. The patient only got the shock therapy once a week now. The patient noticed the battery was really low and yet it wouldn't fully charge. It was stated that the patient now turned off the device before her shock therapy. It was stated that she used the ins during the day. The patient had a total of 20 shock therapy sessions at this point. Additional information has been requested but was not available as of the date of this report. When received, a supplemental report will be submitted.

Manufacturer narrative:
Product ID 39286-65, serial # (B)(4), implanted: (B)(6) 2012, product type lead; product ID 37754, serial # (B)(4), product type recharger; product ID 37744, serial # (B)(4), product type programmer, patient. (B)(4).